Manufacturer narrative:
Corrected date of event from (B)(6) 2014 to (B)(6) 2017.

Event description:
A greenfield filter was implanted on (B)(6) 2014. On an unknown date it was noted that perforation had occurred. No further patient complications were reported. It was further reported that a computed tomography (CT) scan was performed on (B)(6) 2017 which showed a greenfield ivc filter with strut penetration into the pericaval/mesenteric fat with anterior struts abutting the posterior wall of the duodenum. The filter was positioned infrarenal, with the apex at the level of the renal veins.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2014. On an unknown date it was noted that perforation had occurred. No further patient complications were reported.